Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a sudden loss of stimulation. The patient had reportedly fallen from a motorbike approx one month prior. A diagnostic test found no issues with respect to impedance; however, an x-ray revealed the patent¿s lead had become disconnected from the ipg. Surgical intervention was undertaken to address this matter, and the ipg was replaced. Effective stimulation was recaptured for the patient following the procedure.